Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort with the ipg. The patient underwent an ipg explant procedure. No device malfunction was suspected. The explanted ipg was discarded.